Event description:
It was reported that the doctor called to report that the anchors and trays fractured.

Manufacturer narrative:
The device was not returned for analysis. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the investigation conclusion. Manufacturer internal reference number:(B)(4). Additional information has been requested from the customer.

Manufacturer narrative:
Additonal information h11: a non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Fmea review results: in reviewing rpt 7352 rev 4 - silent nite risk management report, the reported issue has already been identified under the "production" process aspect. Failure mode - anchors break off - aspirated. Causes - incomplete curing. Light box was not calibrated or maintained. Effects - patient injury. Severity - 4 (critical - device failure causes serious injury requiring surgical or medical intervention to prevent death or irreparable impairment. Medical device is inoperable and will not be discovered before use with patient). Occurrence - 1 (remote - singular events, generally associated with special cause). Risk mitigation - maintenance and scheduled calibration per our pros should lower the risk of using units that were not calibrated or maintained. Rpn final - 4 (low risk). This is not a new failure. The manufacturer internal reference number is: (B)(4).